Event description:
It was reported that during a laparoscopic appendectomy procedure, staple line was incomplete, no further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information: please be informed that the tip of the instrument did not form the staples. As this part was not needed to close the site, the surgeon did not consider this as an issue.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.